Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The complaint instrument was returned with the stent being unreleased. The blue safety sleeve at the release mechanism has been removed and the release mechanism shows signs of use. Inspection of the remainder of the device, particularly of the device shaft, revealed no damage or irregularity. A 0.018 inch reference guidewire could be introduced without noticing unusual friction. The reported event could not be confirmed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
An astron pulsar stent system was chosen for treatment. After the successful stent release and device removal it was noticed that a small part of the shaft has fractured and stayed on the 0.018 inch guidewire.